Event description:
Limited information was provided. Clinical data collection site reported a patient required "takeback surgery 8 days postop for endoscopic endonasal csf leak repair." The patient had initially underwent resection of large skull base mass invading the infratemporal fossa and paranasal sinuses, with a planned free flap placement the next day (date of surgeries not provided). Duramatrix onlay plus (dmop) was placed over the anterior temporal lobe along with fibrin glue and a free pericranial graft in a non-watertight fashion to complete a non-rigid closure in anticipation of the free flap placement (which was supposed to be the next day). The free flap placement was supposed to "obliterate the dead space in the extracranial compartment/paranasal sinuses to obliterate any potential csf fistula." The takeback surgery was performed 8-days postop, and showed the dmop graft was in an unchanged position and placed as intended. Clinician confirmed the "csf leak was caused by failure of free flap placement, not intracranial reconstruction including the dmop graft." Patient received postoperative radiation and chemotherapy. Further information on postoperative care was not provided and the dates of the radiation and chemotherapy treatments were not provided. No further information provided on patient outcome or patient status.